Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow the instructions for use. The white foreign material was identified as silicone. If a defoaming agent was used, there is a risk that foreign material would appear in the channel, even if the reprocessing was conducted in accordance with the instructions for use. Silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The event can be detected and prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the air and water cylinder and channel at the distal end. There was no patient involvement.